Event description:
It was reported the asymptomatic patient had three episodes of atrial noise that caused the implantable cardioverter defibrillator to exhibit inappropriate auto mode switch. The source of the noise was not able to be determined, and was not able to be reproduced in-clinic. The device was reprogrammed on (B)(6).